Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an error. The programmer starts/boots up with an error. The loudspeaker cable was squeezed and was damaged between the display frame and the liquid crystal display (lcd) screen. The loudspeaker cable caused a short circuit and disabled the x-y-board. It was also noted that the paper drawer was almost empty, the stylus was missing, the lower left bullet was broken and the left hinge of the keyboard was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.